Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonvideoscope had a e315 scope error. The issue occurred during unspecified procedure which included a 5-minute delay while changing the scope. There were no reports of patient harm.

Event description:
The customer reported that the procedure was completed using a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation results. Corrected fields: b5,g2(the company representative checkbox should remain unselected). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the investigation results, the root cause could not be identified; however, it is likely that water entered the scope connector during user handling. This caused an abnormality in the electronic components, leading to error e315. The event can be prevented by following the instructions for use which state: user may detect the suggested event by handling the device in accordance with instructions for use (IFU) below. -inspection of the endoscopic image olympus will continue to monitor field performance for this device.